Event description:
It was reported via us user facility medwatch report that during a procedure, the stent device prepped according to normal protocol and inserted over a guidewire through a guiding catheter. The stent would not pass easily into the coronary artery, was then removed. Upon removal, the stent device was set aside on the field. When ready for the stent, it was reprepped and reinserted over a guidewire through the guiding catheter into the coronary artery. Once inside the coronary, it was noticed by the physicians via fluoroscopy that the stent was no longer on the device. The area was searched and no stent was found. It is thought by md to be in the patient; the stent was found to be deployed inside another stent. This is something, that aside from this incident, is routinely done. It poses no risk to the patient. Subsequent information received stated treatment was for a stenosed, distal segment of the right coronary artery. Additionally, during the same procedure, a circumflex marginal branch was treated with overlapping 2.5 xience v stents without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. The patient was reported as doing fine post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. It was reported that the sds was re-inserted after the initial failure to cross. The xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it is possible that additional handling and further manipulation due to the removal and re-insertion of the sds contributed to the reported dislodged stent. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.